Manufacturer narrative:
A product development evaluation was completed: the returned screw was received with its inner collet ((B)(4)) rotated, which would prevent proper placement of rods and contribute to the complaint condition. The complaint description stated that the complaint involved two parts but only the 6.0mm ti matrix polyaxial 35mm thread length screw ((B)(4)) was returned. The returned 6.0mm ti matrix polyaxial 35mm thread length screw was manufactured on june 24, 2011 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. A change was made to improve the initial alignment of the collet relative to the body and improve the ability of the collet to maintain its orientation during insertion and manipulation. The collet design was changed so the clearance between the two mating components would be 0.02mm and the parts will not interfere during assembly or use. No non-conformance reports were generated during production of the returned part. Review of their device history record showed that there were no issues during the manufacture of the product which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description stated that the incorrect collet positioning did not allow for proper placement of the rod inside the screw head. The polyaxial head alignment tool ((B)(4)) is used to adjust the alignment of the screw heads and confirm that the head is mobile and free from surrounding anatomy. The tool also maintains alignment of the collet relative to the body. The rotated collet could have been caused by over-inserting the screw in bone and then rotating the polyaxial head without the alignment tool. Since the returned screw was manufactured before design change it is possible that the change in collet design could have prevented the complaint condition and will likely prevent a reoccurrence of the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient specific information not available for reporting. Additional device product codes are mnh, mni, kwq and kwp. The reported device was not implanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a problem with the internal ring that did not allow the rod to be placed in the right position inside the screw head. At the same time, it was not possible to insert the locking cap. There was a twenty minute surgical delay due to the reported issues. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Adverse event/required intervention checked in error; should be product problem only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.